Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: [missing records: operative report for emergent surgery for obstruction was not provided.] (B)(6) 2009: [missing records: operative report for repair of ventral hernia was not provided.] (B)(6) 2009: (B)(6). Discharge summary. Discharge diagnosis: ventral hernia repair. History of present illness: previous ventral hernia repair with component separation roughly 1 year ago presented to hospital with recurrence of ventral hernia. Hospital course: had bulge in right lower quadrant but was nontender upon examination. Taken to operating room for repair of ventral hernia (B)(6) 2009. Postoperatively had no issues concerning urination, defecation, toleration of oral intake or pain control. Incision clean, dry and intact. Follow up with (B)(6), both in 1 week. Discharge instructions: resume diet and activity as tolerated. No heavy lifting until seen in clinic and no driving until cessation of percocet. (B)(6) 2010: [missing records: records for CT scan were not provided.] (B)(6) 2010: (B)(6). Radiology-x-ray abdomen supine and erect and/or decubitis. Indications: lower abdominal pain, nausea and vomiting. Findings: compared to CT from 02/20/10. Surgical clips noted in left lower quadrant. Stool within colon. Nonobstructive gas pattern. Impression: no evidence bowel obstruction. Mild dilatation right renal collecting system and blunting of calcyes suggestive of papillary necrosis. (B)(6) 2010: (B)(6). Radiology-x-ray abdomen supine and erect and/or decubitis. Indications: abdominal pain. Findings: normal gas pattern with no evidence of free air or obstruction. Impression: no acute abdominal abnormality. (B)(6) 2010: [missing records: records for small-bowel follow-through showing ¿prolonged transit of contrast through small-bowel¿ were not provided.] (B)(6) 2011: (B)(6). Office notes. Complains of right lower quadrant pain at sight [sic] of ventral hernias. Noticed increasing in size of abdomen over past month. Describes pain as ¿sore pain¿ that is worse when touches abdomen. It is similar to when has had ventral hernias in past. Weight 137 lb. 9.6 oz. Exam abdomen: positive bowel sounds, soft, non distended, well healed scar in midline scar, bulging right lower quadrant, no definite defects palpated along abdominal wall, tender to palpation in right lower quadrant. Refer back to (B)(6). (B)(6) 2011: [missing records: records for CT scan were not provided.] (B)(6) 2011: (B)(6). Letter. Addressed to (B)(6) and copied to (B)(6). Complaining of bloating, nausea and vomiting. Had CT scan this morning which does not appear to show evidence of recurrent hernia. Has also been scoped by gastroenterology, and no appreciable finding there. Biopsies done with endoscopy, and none of findings seemed contributory. Given samples of prilosec and prescription for zofran. Do not have operative intervention to offer. (B)(6) 2011: [missing records: records for CT abdomen and pelvis showing ¿thickening of distal stomach¿ were not provided.] (B)(6) 2011: (B)(6). Office notes. Has had for approximately 5 years gastroesophageal reflux disease. CT scan abdomen and pelvis: mild wall thickening of distal stomach with submucosal enhancement. Slight interval increase in intra- and extrahepatic biliary duct dilatation. Uncertain etiology. (B)(6) 2011: [missing records: records for gastric empty study showing ¿delayed solid gastric emptying but no evidence of gastric outlet obstruction¿ were not provided.] (B)(6) 2011: [missing records: records for CT scan abdomen and pelvis which showed no acute abdominal abnormality were not provided.] (B)(6) 2011: (B)(6). Discharge summary. Discharge diagnosis: gastroparesis. History of peptic ulcer disease; small bowel resection 2007. CT abdomen/pelvis with contrast: no evidence of obstruction. No specific acute abdominal abnormality demonstrated. Gastric empty study: markedly delayed solid gastric emptying but no evidence of gastric outlet obstruction. (B)(6) 2011: (B)(6). Office notes. Current every day smoker. 0.2 packer per day. Weight 139 lb. 8 oz. (B)(6) 2012: (B)(6). Office notes. Presents with upper abdominal pain. Initially had obstruction which required emergency operation in 2007. Following that developed hernia which was initially repaired and then underwent subsequent repair and finally a rectus flap repair 2009. Since that time has done well. Tolerating regular diet. However, over last 3-6 months noted progressively inability to take diet with daily nausea and upper abdominal pain. This is epigastric well-localized, nonradiating, associated with oral intake and exacerbated by exercise. No localized pain around incision no erythema and no new bulge. Exam abdomen: bowel sounds normal. No distention and no mass. There is tenderness. In summary, presenting with symptomatic upper abdominal pain. This may or may not be related to subtle hernia recurrence. Upper midline feels weakened although I do not appreciate a true hernia defect on exam. Arrange for CT abdomen and pelvis. Encouraged follow-up with primary care and gastroenterologist. (B)(6) 2012: [missing records: records for CT scan abdomen and pelvis that did not show recurrent hernia, were not provided.] (B)(6) 2012: (B)(6). Office notes. Returns with ongoing symptoms. Has nausea and vomiting that are intermittent but not related to the pain. CT scan results do not show evidence of recurrent hernia nor significant intra-abdominal pathology. Reports continues to feel poorly today. Exam abdomen: bowel sounds normal. Exhibits distention. No mass. Tenderness. No guarding. Do not recommend any exploration or diagnostic laparotomy. Referred to gastroenterology for workup and treatment. (B)(6) 2012: (B)(6). Office notes. History of l5-s1 spinal fusion via laparotomy in 2000. Had postop incisional hernia repaired early 2000s. Subsequently developed small bowel obstruction and required exploratory laparotomy with removal of infected mesh. Had two recurrences of hernia that required repair. States symptoms are fairly similar to those had with hernia in past. Nausea, vomiting and epigastric tenderness and distention can occur at any time and not always related to eating. Complains of chronic constipation. Had small-bowel follow-through (B)(6) 2010 showed prolonged transit of contrast through small-bowel taking about 7 hours, and tacking of small bowel loops in right lower abdomen which is consistent with adhesions but no obstruction. Symptoms worse since (B)(6) 2012. Exam abdomen: mild upper abdominal distention. Midline surgical scar with tenderness in epigastrium along incision. Recommendations: maintain gastroparesis diet. Schedule egd. (B)(6) 2012: (B)(6). Office notes. Recent diagnosis of gastroparesis by gastric emptying study. Weight 141 lb., bmi 26.64. Has had persistent epigastric pain and occasional nausea and vomiting. Symptoms at least partially related to delayed gastric emptying, however unclear if mild antral deformity may be causing some functional obstruction as well. (B)(6) 2013: (B)(6). Lab. Hemoglobin a1c: 5.5. (B)(6) 2013: (B)(6). Office notes. Coronary artery disease status post st elevated myocardial infarction (in (B)(6) 2011). (B)(6) 13 4 mm polyp in sigmoid colon. Diverticulosis in sigmoid and descending colon. Past surgical history: hysterectomy. Hernia repair, ventral hernia repairs x3. Hernia repair for multiple recurrent incisional hernias, 2009. Former smoker 0.25 packs per day for 18 years. Quit (B)(6) 2010. Weight 140 lb. 6.4 oz., bmi 26.54. (B)(6) 2015: (B)(6). Discharge summary. Breast cancer status post bilateral mastectomy 1997, bronchoalveolar carcinoma (stage 1 status post right lower lobe lobectomy approximately 6 years ago), coronary artery disease status post myocardial infarction x 2 with stents x 3 (left anterior descending artery x 2, circumflex) and 2-vessel coronary artery bypass graft in (B)(6) 2015. Medications: aspirin, plavix. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 06/15/07, including anterior approach spinal surgery were not provided. (B)(6) 2007: (B)(6). Operative report. Frist assistant: (B)(6). Service: sgl ¿ general surgery. Operative procedure: laparoscopic ventral hernia repair with mesh. Anesthesia: general endotracheal tube anesthesia. Estimated blood loss: 20 cubic centimeters. Intravenous fluids: 2 liters. Urine output: 150 cubic centimeters. Indications: ¿the patient is a woman with substantial back problems who underwent an anterior approach for some spinal work and as a result got an incisional hernia. After risks and benefits were explained to the patient she voiced understanding and wished to proceed with a laparoscopic ventral hernia repair.¿ procedure: ¿the patient was brought to the operating theater. Sequential compression devices were placed. General endotracheal tube anesthesia as understand [sic]. The patient¿s abdomen was prepped and draped in sterile fashion. The patient was placed in reverse trendelenburg and right side down. The abdomen was accessed in the left upper quadrant with a veress needle without difficulty. The drop test was performed successfully and a 5-mm optiview trocar was used to access the abdomen. Upon so doing there were substantial adhesions noted and additional 5-mm ports were placed in 3 spaces to facilitate the lysis of adhesions. An additional 5-mm port was placed in the epigastrium and an additional 5-mm port was placed lower on the left side of the abdomen. Using judicious bovie cautery and sharp dissection that was very meticulous adhesions were lysed. She had substantial incarcerated intestines and omentum up into the defect. Additional ports were needed on the other side and all of these which were initially places as 5¿s and I then upsized one to a 10. So, additional 5-mm ports were placed on the right side of the abdomen and through these the remaining of the adhesions were lysed. They were all done quite carefully. Meticulous hemostasis was achieved. No bowel injury was undertaken. Once the defect was identified, it was measured and noted to be approximately 9 x 10 cm. There was an additional small 1-cm defect about 2 cm above the most superior aspect of the defect and this was then measured into the defect when I measured my mesh. I brought a piece of gore-tex dual mesh onto the field, and it was measured appropriately to leave a 5 cm of overlap on all sides. It was measured, oriented, and marked. Stay sutures of gore suture were placed in the 4 corners. It was then rolled and inserted into the abdomen. It was unfurled with the corrugated side up and the smooth side down and the stay sutures were pulled through the abdominal wall at the 4 corners and they were tied down in the subcutaneous tissue. The protacker was then brought onto the field and the protacker was used in a circumferential fashion to tack the mesh down. Meticulous hemostasis was achieved. The mesh was taut and tight and covering all of the defects with good overlap. The one upsized 12-mm port was closed in a figure-of-eight fashion using the fascial closure device and heavy vicryl. The remaining ports were removed under direct visualization. No bleeding was noted. The abdomen was desufflated, and the wound edges were all irrigated. Additional local was given and the edges were reapproximated using a 4-0 monocryl in a running subcuticular fashion. Steri-strips and sterile dressings were applied. I was present and scrubbed throughout the entire procedure. Sponge and needle counts were correct. There were no complications.¿ (B)(6) 2007: (B)(6). Intraoperative report. Implant record. Gore w.l. & assoc. Lot/load number: 04650803. MFR. Catalog #: 1dlmcp06. Expiration date 09/25/09. The records confirm a gore® dualmesh® plus (1dlmcp06/04650803) was implanted during the procedure. [Missing records: records for CT scan demonstrating ¿fluid collection¿; aspiration of fluid by radiology; growth of streptococcus; small bowel obstruction requiring reexploration, bowel resection, lysis of adhesions, incising through the dualmesh were not provided.] (B)(6) 2008: (B)(6). Operative report. First assistant: (B)(6). Service: sgl ¿ general surgery. Preoperative diagnosis: infected prosthetic. Postoperative diagnosis: same. Operative procedure: exploratory laparotomy, lysis of adhesions. Removal of infected mesh. Anesthesia: general. Estimated blood loss: please see plastic surgery dictated op. Intravenous fluids: please see plastic surgery dictated op. Urine output: please see plastic surgery dictated op. Indications: ¿this is a 55-year-old african american female who had undergone a laparoscopic ventral hernia repair with gore-tex dualmesh on (B)(6) 2007. She did well for a time, and then developed small bowel obstruction requiring reexploration, bowel resection, lysis of adhesions, as well as incising through the dualmesh. This was closed primarily. The patient had done well postoperatively but returned several weeks afterward with complaints of nausea and vomiting. CT scan demonstrated a fluid collection. Radiology was able to aspirate a portion of this fluid, which was purulent and growing streptococcus. The decision was made to take the patient back to the operating room for removal of the infected mesh. Plastic surgery was also asked to provide reconstruction of the abdominal wall for the recurrent ventral hernia.¿ procedure: ¿the patient was brought to the operating theater. Sequential compression devices were placed. General endotracheal tube anesthesia was administered. The patient¿s abdomen was prepped and draped in sterile fashion. The patient¿s well-healed midline incision was used and extended several centimeters superiorly. A combination of sharp and electrocautery dissection was used to divide the subcutaneous tissue down to and through the fascia. The superior aspect of the incision was extended in order to enter the peritoneal cavity above the mesh. This was done safely, and once we were in, bowel was swept away from the posterior aspect of the mesh and the mesh was transected down the midline. The bowel was carefully and with blunt and sharp dissection dissected off the posterior aspect of the mesh. Once this had occurred, the mesh itself was removed from the fascia. The stay sutures were cut, and the tacks were removed by twisting in a counterclockwise direction. All of the mesh was removed. Initially upon entering the abdomen and incising the mesh, there was a small amount of purulent fluid. This was sent for culture. There was a large area, approximately the size of the mesh, of fibrinous exudate lying on top of the bowel. Some of this we were able to bluntly and sharply dissect free of the bowel. An extensive amount of lysis of adhesions was performed. The prior small bowel anastomosis was seen and was patent. This required approximately one hour of careful adhesiolysis. No enterotomy occurred. Of note, on the right superior aspect of the mesh, the liver was adherent to the mesh. This was carefully sharply dissected away. Hemostasis was obtained afterwards. Adhesiolysis continued until much of the small bowel was free. At this point, both lateral aspects of the abdomen were free once the mesh was removed from the liver. At this point, plastic surgery was consulted and their assistance was asked in closing the ventral hernia. Prior to this, 3 liters of warm normal saline were used to irrigate the abdomen. Hemostasis was achieved. Patient remained stable throughout. At this point, dr. (B)(6) of plastic surgery took over to perform component separation and closure of the hernia. Please see his dictated note. Dr. (B)(6) was present and scrubbed though the entire procedure. There were no complications during this portion of the procedure.¿ [missing records: records for component separation, closure of the hernia, and pathology and culture reports detailing analysis of device and specimens removed during the 03/06/08 procedure were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code h6: updated investigation finding h6: updated investigation conclusion h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (1930) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2007 through (B)(6) 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ medical records for (B)(6) 2007 through (B)(6) 2008 were not provided. Patient information: medical history: ¿ weight - (B)(6) 2011: 139 lbs., bmi 26.26 - (B)(6) 2011: 137 lbs., bmi 25.89 - (B)(6) 2012: 141 lbs., bmi 26.64 - (B)(6) 2013: 140 lbs., bmi 26.54 ¿ smoking - (B)(6) 2010: ¿quit smoking¿ - (B)(6) 2011: ¿current every day smoker . 0.2 packer per day.¿ - (B)(6) 2013: ¿former smoker 0.25 packs per day for 18 years. Quit 8/31/10.¿ ¿ peptic ulcer disease [pud] ¿ gastroesophageal reflux disease [gerd] ¿ 1997: breast cancer ¿ 2007: small bowel obstruction ¿ (B)(6) 2007: incisional hernia ¿ (B)(6) 2008: abdominal fluid collection, aspiration of portion of fluid, which was purulent and growing streptococcus ¿ 2009: bronchoalveolar carcinoma ¿ (B)(6) 2009: ventral hernia ¿ (B)(6) 2011: gastroparesis ¿ (B)(6) 2011: coronary artery disease [cad]. St elevated myocardial infarction. ¿ (B)(6) 2013: colon polyp. Diverticulosis. Surgical procedures: ¿ unknown date: hysterectomy ¿ unknown date: anterior approach spinal surgery ¿ 1997: bilateral mastectomy ¿ 2000: l5-s1 spinal fusion via laparotomy ¿ (B)(6) 2007: laparoscopic ventral hernia repair with mesh. Substantial adhesions lysed. Implant: gore® dualmesh® plus biomaterial. ¿ 2007: "small bowel obstruction requiring reexploration, bowel resection, lysis of adhesions, as well as incising through the dualmesh.¿ [operative report not provided.] ¿ (B)(6) 2008: exploratory laparotomy, lysis of adhesions. Removal of infected mesh. Implant preoperative complaints: ¿ (B)(6) 2007: ¿indications: the patient is a woman with substantial back problems who underwent an anterior approach for some spinal work and as a result got an incisional hernia.¿ implant procedure: laparoscopic ventral hernia repair with mesh. [Implant: gore® dualmesh® plus, 1dlmcp06/04650803, 18cm x 24cm x 1mm thick.] Implant date:(B)(6) 2007 ¿ wound classification: unknown. ¿ description of hernia being treated: ¿the abdomen was accessed in the left upper quadrant with a veress needle without difficulty. The drop test was performed successfully and a 5-mm optiview trocar was used to access the abdomen. Upon so doing there were substantial adhesions noted and additional 5-mm ports were placed in 3 spaces to facilitate the lysis of adhesions. An additional 5-mm port was placed in the epigastrium and an additional 5-mm port was placed lower on the left side of the abdomen. Using judicious bovie cautery and sharp dissection that was very meticulous adhesions were lysed. She had substantial incarcerated intestines and omentum up into the defect. Additional ports were needed on the other side and all of these which were initially places (sic) as 5¿s and I then upsized one to a 10. So, additional 5-mm ports were placed on the right side of the abdomen and through these the remaining of the adhesions were lysed. They were all done quite carefully. Meticulous hemostasis was achieved. No bowel injury was undertaken. Once the defect was identified, it was measured and noted to be approximately 9 x 10 cm. There was an additional small 1-cm defect about 2 cm above the most superior aspect of the defect and this was then measured into the defect when I measured my mesh.¿ ¿ implant size and fixation: ¿I brought a piece of gore-tex dual mesh onto the field, and it was measured appropriately to leave a 5 cm of overlap on all sides. It was measured, oriented, and marked. Stay sutures of gore suture were placed in the 4 corners. It was then rolled and inserted into the abdomen. It was unfurled with the corrugated side up and the smooth side down and the stay sutures were pulled through the abdominal wall at the 4 corners and they were tied down in the subcutaneous tissue. The protacker was then brought onto the field and the protacker was used in a circumferential fashion to tack the mesh down. Meticulous hemostasis was achieved. The mesh was taut and tight and covering all of the defects with good overlap. The one upsized 12-mm port was closed in a figure-of-eight fashion using the fascial closure device and heavy vicryl. The remaining ports were removed under direct visualization. No bleeding was noted. The abdomen was desufflated, and the wound edges were all irrigated. Additional local was given and the edges were reapproximated using a 4-0 monocryl in a running subcuticular fashion.¿ explant preoperative complaints: ¿ (B)(6) 2008: ¿indications: this is a 55-year-old african american female who had undergone a laparoscopic ventral hernia repair with gore-tex dualmesh on (B)(6) 2007. She did well for a time, and then developed small bowel obstruction requiring reexploration, bowel resection, lysis of adhesions, as well as incising through the dualmesh. This was closed primarily. The patient had done well postoperatively but returned several weeks afterward with complaints of nausea and vomiting. CT scan demonstrated a fluid collection. Radiology was able to aspirate a portion of this fluid, which was purulent and growing streptococcus. The decision was made to take the patient back to the operating room for removal of the infected mesh. Plastic surgery was also asked to provide reconstruction of the abdominal wall for the recurrent ventral hernia. ¿ explant procedure: exploratory laparotomy, lysis of adhesions. Removal of infected mesh. Explant date:(B)(6) 2008. ¿ wound classification: unknown ¿ operative report: ¿the patient¿s well-healed midline incision was used and extended several centimeters superiorly. A combination of sharp and electrocautery dissection was used to divide the subcutaneous tissue down to and through the fascia. The superior aspect of the incision was extended in order to enter the peritoneal cavity above the mesh. This was done safely, and once we were in; bowel was swept away from the posterior aspect of the mesh and the mesh was transected down the midline. The bowel was carefully and with blunt and sharp dissection dissected off the posterior aspect of the mesh. Once this had occurred, the mesh itself was removed from the fascia. The stay sutures were cut, and the tacks were removed by twisting in a counterclockwise direction. All of the mesh was removed. Initially upon entering the abdomen and incising the mesh, there was a small amount of purulent fluid . This was sent for culture. There was a large area, approximately the size of the mesh, of fibrinous exudate lying on top of the bowel. Some of this we were able to bluntly and sharply dissect free of the bowel. An extensive amount of lysis of adhesions was performed. The prior small bowel anastomosis was seen and was patent. This required approximately one hour of careful adhesiolysis. No enterotomy occurred. Of note, on the right superior aspect of the mesh, the liver was adherent to the mesh. This was carefully sharply dissected away. Hemostasis was obtained afterwards. Adhesiolysis continued until much of the small bowel was free. At this point, both lateral aspects of the abdomen were free once the mesh was removed from the liver. At this point, plastic surgery was consulted and their assistance was asked in closing the ventral hernia. Prior to this, 3 liters of warm normal saline were used to irrigate the abdomen. Hemostasis was achieved. Patient remained stable throughout. At this point, dr. C of plastic surgery took over to perform component separation and closure of the hernia.¿ ¿ [pathology for specimens removed during the (B)(6) 2008 procedure was not provided.] Relevant medical information: ¿ (B)(6) 2009: discharge summary: ¿previous ventral hernia repair with component separation roughly 1 year ago presented to hospital with recurrence of ventral hernia. Hospital course: had bulge in right lower quadrant but was nontender upon examination. Taken to operating room for repair of ventral hernia (B)(6) 2009.¿ ¿no heavy lifting until seen in clinic and no driving until cessation of percocet.¿ ¿ (B)(6) 2011: complains of right lower quadrant pain at sight [sic] of ventral hernias. Noticed increasing in size of abdomen over past month . Describes pain as ¿sore pain¿ that is worse when touches abdomen. It is similar to when has had ventral hernias in past. Weight 137 lb. 9.6 oz. Exam abdomen: positive bowel sounds, soft, non distended, well healed scar in midline scar, bulging right lower quadrant, no definite defects palpated along abdominal wall, tender to palpation in right lower quadrant. Refer back to dr. Xx.¿ ¿ (B)(6) 2011: ¿had CT scan this morning which does not appear to show evidence of recurrent hernia.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04650803. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, infected mesh, revision. Additional event specific information was not provided.